Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at 2300, the ventilator was alarming with low vt and minute volume. Assessment revealed that patient had an audible leak. The cuff pressure was checked and different modes were tried to compensate for the leak to no avail. The position of the device and ventilator tubing were readjusted but the patient still with an audible leak. Suction passed without resistance. Doctors were notified and abg results were drawn. At 0045, the ventilator was changed out and the patient was with the same issue. The pip dropped to 15. The patient was on propofol overnight and there was increased fio2 needs. The patient had worsening respiratory failure with desaturation, diffuse subcutaneous emphysema, and an inability to get volumes on the ventilator with fio2 at 65%, peepat 5, and ps at 10. The patient was bagged with difficulty and inline suction could not be passed. Reintubation was performed on the second pass with the video laryngoscope. The patient¿s oropharynx was grossly swollen but the vocal cords were visualized. The tracheostomy tube was removed. At this time, the patient went into pulseless electrical activity (pea) arrest and cardiopulmonary resuscitation (CPR) was initiated with multiple rounds of epinephrine given. Chest x-ray was performed and the patient had placement of a right sided chest tube. However, return of spontaneous circulation (rosc) was never obtained. CPR was stopped and the time of death was noted. The patient was diagnosed with covid.